Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Z-0956-2020. (B)(4). S/w version 3.18e. The pump passed the displacement test and p-cap/reservoir locked properly in place. Pump received with cracked reservoir tube lip and retainer. Pump received with pillowing and cracked keypad overlay at select button. Pump received with broken belt clip rails. Pump received with keypad overlay texture damage. Pump not received with original battery cap. Battery cap cracked/damaged unknown.

Event description:
Medtronic received information that battery cap cracked/damaged, damage (physical or cosmetic) occurred. There was no adverse impact or consequence reported as a result of this event.